Event description:
Follow up information received reported that the patient improved with continued use of the device. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was in a state of overdischarge (od) for an unknown amount of time. A physician mode recharge (pmr) was used to correct this issue. Since the od, every time the battery level would go below 50% the patient would experience a loss of therapeutic effect. It was noted that a pmr was used to initiate every charge session since the od. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3987a, lot# n266237, implanted: 2011 (B)(6), explanted: na. Recharger: model 37752, serial# (B)(4), programmer: model 37743 serial# (B)(4). Extension: model 3708320, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. (B)(4).